Event description:
Chc report (B)(4) received says: "tubing leaking at the "clamp" (there part that actually sits in the pump). Cardinal clinical specialist met with the client and reported "the set was leaking at the tubing connection directly below the cassette. Sample was discarded due to presence of chemotherapy drug." There was no patient harm and there was no report of medical intervention. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The customer stated the product will not be returned because it was discarded due to the presence of chemotherapy drugs.